Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances and lead safety switch (lss). Technical services (ts) recommended programming changes for this lead. After reprogramming, lss occurred again, and high capture thresholds were noted, which the patient felt. Ts recommended checking the set screw with the header for the pacemaker. Pocket revision was scheduled for the patient. This lead and pacemaker remain in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances and lead safety switch (lss). Technical services (ts) recommended programming changes for this lead. After reprogramming, lss occurred again, and high capture thresholds were noted, which the patient felt. Ts recommended checking the set screw with the header for the pacemaker. Subsequently, pocket revision was performed and the set screws were found to be installed securely. No programming changes were performed. This lead and pacemaker remain in service. No additional adverse patient effects were reported.